Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Type of procedure: vats lobectomy. Event description: [medicalfacility]. "Clips were not loaded." Product is available for return. Additional information was received via email on 16jan2024 from the distributor: "the issue was initially observed when a subsequent clip was loaded. It occured several times. There were no probems with the first several clips, but the subsequent clips were not loaded. Cff05 was used. The first several clips properly seated into the jaws, but subsequent clips were not loaded at all. Any pressure was not applied to the trigger, clip jaw and handle while moving through the trocar. The surgeon attempted to fire clips after the device was inserted through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Type of procedure: vats lobectomy event description: [medicalfacility] "clips were not loaded." Product is available for return. Additional information was received via email on 16jan2024 from the distributor: "the issue was initially observed when a subsequent clip was loaded. It occured several times. There were no probems with the first several clips, but the subsequent clips were not loaded. Cff05 was used. The first several clips properly seated into the jaws, but subsequent clips were not loaded at all. Any pressure was not applied to the trigger, clip jaw and handle while moving through the trocar. The surgeon attempted to fire clips after the device was inserted through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could be actuated as normal." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.